Manufacturer narrative:
B:5 additional information received; it was confirmed the physician deployed the stent graft as per IFU (instructions for use). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusions: a twelve (12) second video was received showing the device in-vitro. The handle had been disassembled. The graft is partially deployed, and a gap is visible between the taper tip and graft. The video clip confirmed the reported deployment difficulties. The reported deployment issue could not be assessed on the limited film provided; therefore, the cause of the event could not be confirmed. Procedural angiogram showing attempts to deploy the device were not received for thorough analysis of the event. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. It is possible that the angulation noted in the image may have been a contributory factor in the issues noted in use of the device. A device issue cannot be ruled out as a potential cause. However, the delivery system was refused for return and a product investigation could not be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was attempted to be implanted in the patient for the endovascular treatment of a 59 mm abdominal aortic aneurysm. It was reported that deployment failure was noted during the index procedure. It was stated that after the outer sheath was withdrawn to about the 4th quarter, the blue outer slider was deployed to the bottom and it still failed to deploy the remaining stent. It was stated that extrication technology-screw disassembly technology was applied and still failed to deploy the stent. As per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient is fine.